Event description:
The patient reported not feeling magnet mode stimulation and that their seizures were no longer aborted/reduced with use of the magnet. The patient also reported that they weren't feeling normal mode stimulation. The patient's current normal mode settings are 1.25, 20, 130, 30, 5. Current magnet mode settings are 1.5, 250, 60. During device diagnostic testing performed in the doctor's office at the time of the patient's initial report, the pt did report feeling stimulation intermittenly. Preliminary review of device programming history indicates the possibility of lower than expected lead impedance values on magnet mode diagnostics. Other device diagnostic tests have returned normal values, both prior to and since the reported event began. Patient has continued to report intermittent functioning of the device. Device replacement is planned, but has not yet occurred.